Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During analysis, the presence of coagulated blood along the inner coil of the lead was detected, which was most likely introduced into the lead by means of stylets used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. There were no deviations from the technical specifications. The values of the parameters measured during the mechanical analysis were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the lead perforated the heart about 3 or 4 days after the implantation. The lead was explanted and returned for analysis. No other adverse patient side effects were reported.